Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the 14 french (fr) non-medtronic introducer sheath was unable to be passed through the right common illiac artery (cia) as originally planned. Subsequently, the approach was changed to the left cia. The introducer sheath and delivery catheter system (dcs) were inserted in the left cia. Following the successful implant of the valve, hemostasis was difficult to maintain at both the left and right access sites. Subsequently, surgical cutdown and repair was performed. Per the physician, the dcs was not inserted into the right cia; however, the dcs could not be ruled out as a contributing factor to the injury in the left cia.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the injury to the left common iliac artery was a dissection. The minimum diameter of the access vessel was 6.4 millimeter (mm). Per the physician, the patient's calcification contributed to the dissection but it was unknown when the dissection occurred.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted into a non-medtronic 19 mm valve.